Manufacturer narrative:
The reported event of failure to advance the stylet was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. The stylet was able to be fully inserted and removed from the inner coil with no obstructions or restriction.

Event description:
It was reported that, during an implant procedure, the stylet was unable to be advanced through the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.